Event description:
While using holmium laser to laser a right ureteral calculus, laser fiber broke and burned the urologist's tip of middle finger of left hand. Fiber was bent and broken approx. 35" from the tip. Broken area was not inside the patient. Holmium laser settings were: energy 0.8, rate 16, power 12.8.